Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 17 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 19 malfunction events, where it was reported the devices experienced litter/jack drift. There was no patient involvement.

Manufacturer narrative:
The device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found.

Event description:
This report summarizes 19 malfunction events, where it was reported the devices experienced litter/jack drift. There was no patient involvement.